Event description:
It was reported that during a cruciate ligament surgery after the device was clogged, the blade was taken apart as usual and briefly cleaned. When the inner part of the blade was returned, the ¿foil¿ jammed directly and was pulled up so much that the blade was not usable anymore. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is not confirmed based on the customer-provided pictures. Visual evaluation of the customer-provided pictures noted ar-8550bc with any visible damage to the device and based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to misuse/mishandling due to damage to the device.